Event description:
It was reported that this pacemaker system exhibited high out-of-range right ventricular (rv) pacing lead impedance measurements measuring 2,014 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there were two stored signal artifact monitor (sam) episodes in which the minute ventilation (mv) sensor was disabled. Technical services reviewed and found there was observations of rv noise however, it appeared to be due to electromagnetic interference (emi). Ts discussed performing a firmware update, evaluate the rv lead, and re-enable the mv sensor. At this time, the system remains in service. No adverse patient effects were reported.